Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 to treat pelvic organ prolapse and urinary incontinence. During the procedure, an obturator sling and an avaulta product were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation concurrently with posterior repair and enterocele repairing with ams elevate mesh.

Manufacturer narrative:
Additional information. Patient codes: (B)(4) ¿ vaginal scarring, (B)(4) - infection additional narrative: it was reported that following insertion the patient experienced dyspareunia, vaginal scarring and infection.